Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in a severely calcified bifurcation of the diagonal artery (dx) and mid left anterior descending artery (lad). A 2.5x12mm taxus express2 stent was placed in the dx and a 3.0x24mm taxus express2 stent was placed in the lad. The physician attempted to place the taxus express2 3.0x8mm drug eluting stent distal to the previously placed stents; however, the stent became caught on one of the other stents and embolized. A 3.0 quantum maverick balloon was used to crush the dislodged stent against the vessel wall and the procedure was successfully completed with another 3.0x8mm taxus express2 stent. No further patient complications occurred. Patient status is satisfactory.